Manufacturer narrative:
Health effect, clinical code: code (B)(4) utilized; appropriate term ¿protrusion¿ is not available.

Event description:
It was reported the patient's battery has been dead for several years and vns is no longer needed for seizure control. Patient expressed the desire to have their vns generator explanted due to site pain and protrusion. Multiple attempts were made for the information and no additional relevant information has been received to date. No known surgery has occurred to date.